Event description:
It was reported that prior to a unk procedure, the nurse reported that the blue thorn broke although it was still originally packed. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.